Event description:
It was reported to the philips that the battery for the device was damaged and no longer able to reach one hundred percent capacity. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer worked with the technical support representative. The customer confirmed the battery is exhausted. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.